Manufacturer narrative:
Conclusion: root cause inconclusive due to lack of details provided by the complainant. Investigation into this report included: a review of the claim allegations, a review of the cbi complaint system, and all other communication and investigation into this report/claim is being handled by our attorney. Based on the info provided by the complainant, details regarding a specific correlation between the unspecified cook surgisis products performance and the alleged injury remains unk. A root cause of the claim allegations is inconclusive due to lack of details provided by the complainant. All other matters relating to this litigation are being handled by our attorney. If/when add'l info is obtained, that alters our conclusion to this complaint, a f/u MDR will be filed.

Event description:
The pt was reportedly implanted with an unspecified pelvic mesh product, on or about (B)(6) 2010, to treat her vaginal vault prolapse and grade 3 cystocele during surgery performed in (B)(6). The pt and her attorney have alleged that as a result of this product being implanted in the pt, the pt has experienced pain, injury and has undergone corrective surgery. The following info was not provided by the complainant: specific info of the alleged injury, specific info regarding whether intervention was performed, specific info regarding why intervention was performed or what type / to what extent intervention was performed, specific correlation between device performance and alleged injury, current pt status.

Manufacturer narrative:
Investigation - evaluation: investigation into this report included: a review of the claim allegations, a review of the cbi complaint system, and all other communication and investigation into this report/claim is being handled by our attorney. Update - additional investigation into this claim included: a review of the device history records which indicated the product was manufactured to specifications and a review of the biodesign surgisis tissue graft IFU fp0005-4d. Summary of investigation findings: based on the information provided by the complainant, details regarding a specific correlation between the unspecified cook surgisis product's performance and the alleged injury remains unknown. A root cause of the claim allegations is inconclusive due to lack of details provided by the complainant all other matters relating to this litigation are being handled by our attorney if/when additional information is obtained, that alters our conclusion to this complaint, a follow-up MDR will be filed. Update - based on the information provided by the complainant, details regarding a specific correlation between the biodesign surgisis 4-layer tissue graft's performance and the alleged injury remain unknown. After reviewing the additional details received, it does not appear that the biodesign surgisis 4-layer tissue graft caused or contributed to any life threatening illness or injury, permanent impairment or damage nor did the patient require medical or surgical intervention to preclude serious injury or death as a result of the graft being placed. The patient did not experience any symptoms as a result of the biodesign surgisis 4-layer tissue graft being placed that should they recur would be likely to cause or contribute to death, serious injury, or require medical or surgical intervention to preclude serious injury or death. The root cause of the patient's allegations remains inconclusive. All other matters relating to this litigation are being handled by our attorney if/when additional information is obtained a follow-up MDR will be filed.

Event description:
Update - 04/26/2010 - a history and physical performed by (B)(6) indicated the review of systems revealed the patient had hot flashes, frequent urination urinary incontinence, urinary dribbling, diverticulosis, back pain, and dyspareunia this is in addition to the history noted in the patient's pre-existing conditions notes the patient was on an antibiotic for a sinus infection which was noted as improving the physical exam noted there were pelvic support defects present at the anterior compartment, vaginal atrophic changes were present, rugae were present, and an anterior wall defect at the introitus with strain was present. On (B)(6) 2010- the patient underwent an anterior colporrhaphy with sis mesh vaginal colpopexy with uterosacral suspension, and cystoscopy performed by (B)(6) md at (B)(6) medical center, for the treatment of her vaginal vault prolapse and grade 3 cystocele. The patient had tried and failed pessaries in the past prior to surgery she had urge incontinence which was being treated with medication and was verified by urodynamics. The patient was also using a vaginal cream. On (B)(6) 2011 - the patient was evaluated by physical therapy for a diagnosis of levator syndrome and was referred from (B)(6) md the patient complained of pelvic since her (B)(6) 2010 surgery. She also indicated she was experiencing painful intercourse and urinary leaking with an onset date of (B)(6) 2011. The patient reported she had a long history of back and neck pain. The records indicate the patient had multiple physical therapy appointments through (B)(6) 2012.

Manufacturer narrative:
Date of event not provided by the complainant weight, date of this report, describe event or problem, other relevant history, date received by MFR, type of reports, adverse event term(s), evaluation codes; and additional info, all contain additional and/or corrected information. Update 2: the root cause of the patient¿s dyspareunia was admitted by the patient to be related to an exposed stitch. The root cause of the pelvic pain is inconclusive but the patient¿s lumbar spine problems and elevator syndrome are likely at least contributing factors. The root cause of the urinary incontinence, which she had prior to the (B)(6) 2010 placement of surgisis, is inconclusive.

Event description:
The patient was reportedly implanted with an unspecified pelvic mesh product, on or about (B)(6) 2010, to treat her vaginal vault prolapse and grade 3 cystocele during surgery performed in (B)(6). The patient and her attorney have alleged that as a result of this product being implanted in the patient, the patient has experienced pain, injury, and has undergone corrective surgery. Update - 04/26/2010, a history and physical performed by (B)(6) indicated the review of systems revealed the patient had hot flashes, frequent urination, urinary incontinence, urinary dribbling, diverticulosis, back pain, and dyspareunia. This is in addition to the history noted in the patient's pre-existing conditions notes. The patient was on an antibiotic for a sinus infection which was noted as improving. The physical exam noted there were pelvic support defects present at the anterior compartment, vaginal atrophic changes were present, rugae were present, and an anterior wall defect at the introitus with strain was present. On (B)(6) 2010- the patient underwent an anterior colporrhaphy with sis mesh, vaginal colpopexy with uterosacral suspension, and cystoscopy performed by (B)(6) md at (B)(6) medical center, for the treatment of her vaginal vault prolapse and grade 3 cystocele. The patient had tried and failed pessaries in the past. Prior to surgery she had urge incontinence which was being treated with medication and was verified by urodynamics. The patient was also using a vaginal cream. On (B)(6) 2011- the patient was evaluated by physical therapy for a diagnosis of levator syndrome and was referred from (B)(6) md. The patient complained of pelvic pain since her (B)(6) 2010 surgery. She also indicated she was experiencing painful intercourse and urinary leaking with an onset date of (B)(6) 2011. The patient reported she had a long history of back and neck pain. The records indicate the patient had multiple physical therapy appointments through (B)(6) 2012.